Manufacturer narrative:
A1-5: select patient information cannot be provided due to regional privacy regulations. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8801075, serial/lot #: (B)(6) , ubd: 14-mar-2026, UDI#: h3, h6: the spheres were returned to the manufacturer for analysis. The four returned spheres had an uneven reflective surface as if they have been scuffed. They returned a high geometry error when attached to a known good instrument that would not allow tracking. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the passive ball was replaced with a different one due to poor recognition, which improved. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.